Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-nov-06. It was reported that the pump went into safe state and ¿stopped pump period may exceed tube set¿ was the device issue that caused the increased pain and withdrawal symptoms that led to the referral for pump replacement. It was indicated that the cause of the device issue was not determined. The patient first started experiencing the device issue or the increased pain and withdrawal symptoms on approximately (B)(6) 2017 or (B)(6) 2017. There was intent to return the pump for analysis once replaced. It was indicated that the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on 2017-nov-08. It was reported that reset did not occur and that there was no known electromagnetic interference (emi) or MRI (magnetic resonance imaging) exposure. It was also unknown if the pump went into safe state while updating the pump. It was unknown if there were any events related to the ¿stopped pump period may exceed tube set message. The replacement had not yet been scheduled at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump found battery high resistance. Analysis of the catheter revealed the pump connector was damaged at explant. Eval code conclusion code (B)(4) is being updated to (B)(4) for this event regarding the pump and (B)(4) regarding the catheter. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8709 (B)(4) implanted: (B)(6)2002 explanted: (B)(6)2017 product type catheter device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-13. It was reported that the patient was on vacation two weeks ago and the pain pump battery ¿died¿ on them. The patient was going to get a new pump and said that they were supposed to get a ¿discount¿ on the new pump because the doctor said the battery ¿died too early.¿ it was stated that when the pump was implanted a manufacturer's representative told the patient the pump would last 8-10 years. It was noted that the patient went to the ER (emergency room) but no specific symptoms were mentioned. The date of the event was (B)(6)2017. The patient was having the pump replaced on (B)(6)2017. The pump was being used to deliver dilaudid at an unknown concentration and dose. Additional information was received from a manufacturer's representative on (B)(6)2017. It was reported that a critical alarm occurred of low battery reset and safe state. The pump logs were checked. At the time of the report the manufacturer's representative was in a replacement case and wanted to know what rate the pump had been running at if it had been in safe state. The logs showed resets going back to (B)(6)2017. The manufacturer's representative was in the middle of the case in the operating room (or) at the time of the call. No symptoms were mentioned. The date of the event was (B)(6)2017. Additional information was received from a consumer via a manufacturer's representative on (B)(6)2017. It was reported that the pump started alarming on (B)(6)2017 and was found to be in safe state. During the pump replacement the catheter did not aspirate. The pump and catheter were completely explanted and replaced on (B)(6)2017 and would be returned by the manufacturer's representative. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting was performed (note this is conflicting with the report that the catheter did not aspirate). The pump contained dilaudid and clonidine at the time of the event. The patient medical history included a right lower extremity injury but was otherwise unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ additional information was received from a manufacturer's representative on (B)(6)2017. It was reported that the drug at the time of the event was dilaudid and clonidine at a concentration of 40 mg/ml at minimum rate. Information was requested regarding how much drug had entered the patient¿s system since replacement. Additional information was received from a consumer on (B)(6)2017. It was reported that a manufacturer's representative was sending the pump back, per the consumer. It was stated that the patient was told they should get ¿a discount¿ on the new pump because ¿what happened wasn¿t supposed to.¿ no further complications were reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 that the patient called complaining of increased pain and withdrawal symptoms. The patient visited the hcp on (B)(6) 2017 for evaluation and pump refill. The date of the event was unknown. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was indicated that the hcp interrogated the pump as diagnostics/troubleshooting performed. It was stated that no interventions/actions were taken to resolve the issue as the patient would be referred to neurosurgery for a pump replacement. The pump was not replaced with the manufacturer¿s product but would be in the future. It was indicated that surgical intervention did not occur and was asked but unknown if it was planned (note this is conflicting with the report that the pump would be replaced). At the time of the report the issue was not resolved and the patient status was ¿alive¿ no injury¿ (note this is conflicting with the report of increased pain and withdrawal symptoms). The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reas on. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.